Event description:
Vaginal infection caused by retained blood flow and bacteria [bacterial vaginosis]. Had to go to the doctor to have said tampon removed [foreign body in reproductive tract]. Doctor had to remove tampon [complication of device removal]. Case description: consumer reported via email that the tampon had to be medically removed. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.